Manufacturer narrative:
Due to character limitation, below field are added from e1 - event site name - (B)(6) hospital. There is blood in the transducer tubing. Esp personnel told her they could remove the pressure setup, place a dead end at the hub, and mark it clotted do not use.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen occurred. There was no harm or injury reported.